Manufacturer narrative:
Patient's weight is unknown. Explant date is not applicable since the product was never removed device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an implant dropped from the implant driver.